Event description:
The hcp reported the pump was explanted due to an infection. It was returned to the MFR for analysis. The hcp reports replacement of the pump and the catheter with the pt recovering without sequela.